Event description:
Report received indicated that before using a stabilizer steerable guidewire in the procedure, the tip was found kinked. The product was not used and no patient injury occurred. As reported, the wire had been removed from the protective hoop by the distal end.

Manufacturer narrative:
Analysis demonstrated the damage was more significant than the original report indicated. Analysis of the returned wire confirmed kinks and bends on the product; additionally the distal coil was found stretched. As received, the specimen does not present any indication of manufacturing defect or anomaly. The distal coil segment is displaced distally from the ptfe sleeve creating a 4.05mm stretched region immediately distal to the ptfe sleeve. A review of the device history records indicates this packaging lot was final inspection tested, and deemed acceptable for shipment. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft". Testing has demonstrated the failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device, as presented by this specimen. The complaint of damage is confirmed. The nature and location of the damage is such that, had the IFU been followed and the damage been pre-existing, it would have been discovered after advancing the wire a matter of a few cm (less than 5cm) from the dispenser assembly - negating any need to remove the specimen from the dispenser assembly. Pending receipt of further information or clarification, procedural or handling factors appear to have contributed to the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation.